Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
"This is a report about IV fluid leak. According to the customer report, leak detected between the filter and the three way valve after administration began. Contaminated with anticancer drug zaltrap."